Event description:
Additional information was received. It was reported that the pump contained saline.

Manufacturer narrative:
Explant date was updated from an approximate date to the exact date. (B)(4).

Event description:
It was reported the patient ended up having pump removed in (B)(6) 2012, with the exact explant date in may not being reported. The patient stated "the medicine lost its effectiveness" and coincidentally at the same time the "pump was losing its functionality." The reporter did not have more specific detail on what the pump issue was, only that it was known that the dosing intended wasn't being given as programmed. When the pump was removed the healthcare provider left the catheter and anchor in place. Additional information has been requested but was not yet available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n162560002, implanted: (B)(6) 2008. Product type: catheter. (B)(4).